Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they insulin pump had received motor current error detected. Customer¿s blood glucose was unknown. Customer reported that they were able to clear the alarm and not able to rewind the insulin pump. Customer advised to insulin pump requires replacement and to discontinue use of the insulin pump and to revert to backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No motor current error detected noted. The motor was tested outside the device and passed.